Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-s1 using vbs fusion cages and rhbmp-2/acs. The cages were packed with bmp. Sometime postop, the patient experienced increasing pain, and other injuries, including ectopic bone growth, inflammatory reaction, non-union and nerve injury.